Manufacturer narrative:
In 2009, field service engineer (fse) visited the site and performed a preventive maintenance (pm). Device performed according to specifications. A clinical development specialist (cds) has been in contact with the site since the report of this event obtaining patient status and performing an investigation. Investigation revealed the probable root cause for the dlk was multi-factorial; site's final instrument rinse was in tap water, the lids and lashes were not prepped or draped. Also, many patients were treated late at night and did not instill drops until the next day. The site has since instituted lid drapes, discontinued the tap water rinse, are using disposable cannula and are replacing the statim with a dry sterilizer. In addition to those changes the site is making sure patients are more compliant with their drops.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2009. Two days postoperatively, the patient presented with stage 2+ diffuse lamellar keratitis (dlk) on the left (os) eye. A flap lift and rinse was performed on the os (same day) and the patient was treated with topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 ou. Patient's postoperative bcva is 20/20 ou. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.